Event description:
It was reported by the patient that in 2008 the patient had two surgeries on his neck, fused from the front and from the back. Patient had an additional four surgeries on his lower back, and another surgery to implant a spinal cord stimulator to control the pain. The patient additionally reported that he had 6 major surgeries on his cervical spine and lumbar spine, and rhbmp-2/acs was used in 3 of these surgeries. The patient also reported that in 2008 he had 10 major surgeries on his cervical spine. The patient reported that his thoracic spine ¿needs to be fused in a few locations.¿ the patient reports that he is supposed to have a nerve block in the left leg. The doctor reportedly will not perform the procedure because of fear of infection. On (B)(6) 2014, medical records indicate the following diagnoses: migraine headaches, lumbosacral or cervical strain, impaired hearing, traumatic arthritis, tinnitus, paralysis of ulnar nerve, traumatic brain disease, deviation of nasal septum, superficial scars, and post-traumatic stress disorder. On (B)(6) 2015 patient presented with pain in the thoracic spine and underwent ap/lateral/swim x-rays of the thoracic spine. Medical records noted chronic back pain. The images were compared with thoracolumbar spine x-rays from (B)(6) 2008. Images indicated ¿metallic fusion hardware projects over the lower cervical spine. Neural stimulator leads project over the dorsal aspect of the thoracic spinal canals at the t8 level. Electrode leads exit the spinal canal dorsally at the t9-t10 level. There is mildly increased thoracic kyphosis. The bones are osteopenic. There is no evidence of vertebral body fracture or subluxation. Diffuse disc space narrowing is present associated with mild anterior osteophyte formation.¿ patient reports that future fusions of the thoracic spine are forthcoming. Patient reports that in 2015 the thoracic spine is collapsing down on top of itself. Patient is on medication for ptsd and tbi. Medical records indicate an appointment at a surgery center scheduled for (B)(6) 2015. Patient reports that he has ¿to cancel my nerve-block set for (B)(6) 2015.¿ patient reported "due to failed fusions of my cervical and my lumbar spine, I now need surgeries on my thoracic spine to stabilize my back." Patient reported "my spine is collapsing down on itself." Per medical record, on (B)(6)-2015, the patient was referred for evaluation and treatment for "left thoracic pain and spasm in a patient with known failed lumbar surgery syndrome/spinal cord stimulator left buttock pain - incorporate massage / possible tens unit upper back."

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Review of the provided imaging studies found as follows: what has been provided for review is the story of a vet with ptsd and multiple issues most of which are completely independent of his cervical fusion or the use or rhbmp2. There are no films of the lumbar spine to corroborate what procedures have been done other than the spinal stimulator placement. The cervical spine shows evidence only of a two level acdf with place and screws and a posterior plf using vertex, all between c5 and c7. No peek spacers are apparent within the disc spaces. Although only two surgeries can be verified, certainly decompressive surgeries could have been performed before or after the fusions and would not be apparent on these films. The history that a front back was performed in 2008 is confirmed. It is however, highly unlikely that the patient underwent an additional 10 cervical surgeries in 2008 as the implants inserted during the first two procedures appear to have remained undisturbed. Additional diagnoses such as ulnar nerve paralysis, migraine headaches, cervical strain, impaired hearing, traumatic arthritis, tinnitus, traumatic brain disease, and deviation of the nasal septum are unrelated to the cervical procedures or the use or rhbmp2. There is a single lateral cervical x-ray that appears to show a solid arthrodesis from c5-c6-c7. Anterior plate with screws is well positioned and the screws are in good position. The vertex screws and rods appear to normally transition the lateral masses and the disc spaces appear well fused. The bottom 75% of the construct can be seen on the pa chest film provided and again appears to be in good position. The lateral chest film does verify advanced kyphosis from degenerative disc disease. This measures a bit over 65%. There are no signs of instability or fracture aggravating the normal degenerative process. Thoracic fusion for this condition would be ill advised. Dorsal x-rays also verify a spinal stimulator lead of the surgically implanted variety. This overlies t8 on the chest film and appears to be at midline with the leads leaving the spinal canal at about t10. This is verified by the lateral dorsal x-ray with the stimulator leads in place. Lateral cervical x ray shows a two level acdf at c5-6, c6-7. Date of images not shown. No posterior instrumentation is present at this time. Hardware appears in good position. Solid bony fusion at c5-6, disc does not appear to be present. Solid bony fusion at c6-7 does not appear to be present. Ap lumbar sacral x-ray shows a dcs impulse generator is present with lead wires extending to the thoracic spine. Posterior instrumentation at l4-5, l5-s1 is present. Interbody grafts at l-4-5 and l5-s1 are present. Screw placement in this view appears adequate. Date of films is not provided. There does not appear to be any failure of hardware. There is a paucity of bone growth within the two disc spaces.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: 1. Aspiration of bone marrow from the right iliac crest for use with vitoss, 2. C5-6 and c6-7 anterior microdiscectomy, osteophytectomy, removal posterior ligament with bilateral foraminotomies followed by c5-6 and c6-7 anterior body fusion using allograft and vitoss followed by c5-7 aesculap abc2 anterior segmental fixation; for a pre-op diagnosis of neck pain and cervical radiculopathy secondary to cervical degenerative disc disease. No complications were reported. On (B)(6) 2008, patient underwent following procedure: 1. Harvesting of autologous bone graft from the right posterior iliac crest, 2. Redo l4-5 and l5-s1 decompressive laminectomies and facetectomies with bilateral foraminotomies, 3. L4-5 and l5-s1 posterior lumbar fusion using peek cages filled with autologous bone graft from right posterior iliac crest, also with rhbmp-2, 4. Bilateral l4-s1 posterior segmental fixation and bilateral posterolateral fusion using autologous bone graft fro right posterior iliac crest as well as additional rhbmp-2; for a pre-op diagnosis of multiple lumbar radiculopathies secondary to lumbar degenerative disc disease. Per-op notes: after completing decompressive laminectomies, medial facetectomies and bilateral foraminotomies were performed. Bone was inserted medially following which a strip of rhbmp-2 and then 12 x 26 mm peek cage filled with autologous bone graft was inserted. No complications were reported. On (B)(6) 2008, patient underwent following procedure: trail spinel cord stimulation utilizing 2 octrodes over t8 and 9 vertebral bodies in the posterior epidural space under fluoroscopic guidance for needle placement; for a pre-op diagnosis of 1. Chronic pain syndrome,2. Post laminectomy syndrome lumbar spine, 3. Neuropathic pain, bilateral lower extremities in s1 distribution. No complications were reported. On (B)(6) 2008, patient underwent following procedure: t9-10 thoracic laminectomy with insertion of spinal cord stimulator paddle; for a pre-op diagnosis of chronic neuropathic pain. No complications were reported. On (B)(6) 2010, patient underwent following procedure: 1. Left c5-6, 6-7 hemilaminectomies and foraminotomies, 2. Bilateral c5 to c7 vertex posterior segmental internal fixation and bilateral posterior and posterolateral fusion using rhbmp-2 and autologous bone graft from posterior elements and additional bonegraft; for a pre-op diagnosis of : pseudoarthrosis at c5-6 and 6-7 with residual left sided radiculopathy. Per-op notes: decortication of bone was done at c5, 6 ,7. Lateral mass screws were placed in usual fashion. Rods were secured in position and position of all hardware was confirmed in fluoroscopy. Rhbmp-2 combined with autologous bone graft from posterior elements and bone graft was placed out posterior and posterolaterally from c5 to c7. No complications were reported. On (B)(6) 2010, patient underwent following procedure: 1. Redo l4-5, l5-s1 decompressive laminectomies with medial facetectomies and foraminotomies, 2. Removal of previous l4-s1 legacy posterior segmental internal fixation device with exploration of fusion, 3. Redo l4-s1 posterior and posterolateral fusion using rhbmp-2, as well as cadaver allograft bone chips and autologous bone and with placement of bone fusion stimulator from l4 to sacrum; for a pre-op diagnosis of pseudoarthrosis from previous l4-s1 fusion with residual sciatica. Per-op notes: dissection was made exposing facets and hardware form l4 to sacrum. Redo decompressive laminectomies were done at l4-5 and l5-s1. Rhbmp-2 was placed over bone fusion stimulator wires, as well as allograft and autologous bone. No complications were reported.